Event description:
It was reported that patient fell when it was icy out and her vns device flipped over in her chest. Patient had to go to ER due to pain/discomfort and surgeon flipped the device back over. Patient is stable at this time. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was further reported that the device has flipped over again and the patient is experiencing visual disturbances in the form of double vision. No other relevant information has been received to date.

Event description:
Additional report received from the patient's mother stating that the patient's device has migrated again and you can see it flipped and the patient had previously undergone a repositioning surgery in (B)(6) 2023 to have the migration fixed. Additional information received noting that the cause of the generator migration is unknown and a vicryl suture (per google this is an absorbable suture) was used to secure the generator. The intervention being taken is a planned revision/replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.